Event description:
It was reported the patient ((B)(6)) is experiencing ineffective stimulation. Diagnostics indicated elevated impedance readings. X-rays showed the lead to be in the correct position, although some movement of the strain relief loop was unable to be ruled out. Surgical intervention may be taken at a later date. Device information was requested, but has not been provided to the manufacturer. Concomitant medical products: the implant date of the following device is unknown: model mn20200, drg ins.